Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that patient underwent surgical intervention wherein the ipg was explanted and replaced.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg would not communicate with external devices as it had become inoperable. The patient had not maintained and charged the device as recommended. In turn, surgery may occur to address the issue.